Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 13f agilis steerable introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected which revealed a tear in the side wall of the seal and on the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn distal seal remains unknown. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
During an atrial fibrillation procedure with volt and ensite x, air was aspirated into the syringe. The agilis was prepared and inserted as intended. When inserting the volt, the physician aspirated from the agilis and air was aspirated into the syringe. The volt was removed to double check for air enclosure. Preparation of the volt was repeated, the catheter was inserted into the agilis again and the same issue occurred. Therefore, the agilis was exchanged which resolved the issue. The procedure was completed with no consequences to the patient.